Event description:
Boston scientific crm received info that one day post-implant, this right ventricular lead had low amplitude, loss of capture, and impedance measurements greater than 2500 ohms. This lead was repositioned successfully and remains implanted. No add'l info is available at this time. This event will be reopened if any add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.